Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a slil reconstruction surgery the implant broke while being screwed into a pre-drilled hole. The broken implant caused the suture breakage. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed as the implant was not received for evaluation. One unpackaged ar-1934bcf-2-1, batch 15099119, was received for investigation. Visual evaluation noted that the shaft was bent. The implant and sutures were not returned for investigation. Functional testing was not performed due to damage to the device. The most likely cause is attributed to misuse due to prying/leveraging the device during use.